Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon felt some resistance while penetrating the endo clip through the 5 mm reusable trocar. After the instrument went through, the surgeon tried to fire the clips but the endo clip failed. He noticed that one of the jaws was not in its place. In addition they were not able to withdraw the endo clip off the trocar and had to send it with the trocar. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition, the jaws were noted in good visual conditions, the trocar was not returned for analysis. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.